Event description:
During an orthopedic procedure in which the traction unit was used, the tenzor boot assembly released from the traction housing assembly. The boot assembly is attached to the traction housing assembly by a quick release connection. The boot was reseated twice and again dislodged from the housing within minutes. The boot section was then secured manually for the remainder of the procedure to prevent further release. The patient suffered a secondary fracture when the boot separated from the housing.

Manufacturer narrative:
Evaluation by steris indicates that the locking pin on the traction housing assembly failed to remain latched to the boot assembly. A replacement unit was provided to the customer, and an in-service was completed with the center staff.

Event description:
Steris contacted the hospital for follow up information on the patient¿s status; however, none was provided.